Event description:
It was reported that the patient was brought to the ep lab for explant of their dual chamber pacemaker system with implant of a leadless pacemaker due to erosion of the pacemaker pocket. The patient came in for staple removal on (B)(6) 2024 when a light brown fluid was seen dripping from the middle of the incision. The wound was cleaned with chlora prep, steri strips were placed over the area, and a new dressing applied. The patient was given antibiotics and was told to come back on (B)(6) 2024 for a wound check. On (B)(6) 2024 it was seen that there was an opening now in the middle of the incision where the device and the leads were exposed and there was a clear yellow fluid draining from the wound. Blood cultures were obtained and there was no growth after 24 hours. The patient was admitted for pacemaker explant and leadless pacemaker for today and placed on IV antibiotics. The leadless pacemaker was implanted with no adverse consequences to the patient. After the implant of the leadless, the dual chamber pacemaker and the leads were explanted. The patient had a medtronic septal pacing lead implanted. The patient was stable prior, during, and post procedure. There were no adverse consequences to the patient for the explant either. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).